Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign objects were attached to the air/water supply channels and the air/water supply cylinders, but it was not possible to identify the foreign objects. It is likely that that a leak from the scope cover prevented proper reprocessing and the foreign matter from being removed. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material found inside the air/water cylinder and tube. There were no reports of patient involvement.